Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard internal cables were tightly secured, causing them to disconnect if the all in one computer was moved. The cables were readjusted and secured to allow for a secure keyboard connection while leaving room for movement. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system's keyboard stopped responding in the middle of a case. The customer added that a different anesthesia station had to be brought into the operating room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2021 to 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard internal cables were tightly secured, which produced a disconnected noise when all- in-one screen was moved. The field service engineer secured the cables by reseating the connections, loosened the cable strap and replaced the zip tie to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system's keyboard stopped responding in the middle of a case. The customer added that a different anesthesia station had to be brought into the operating room. There were no adverse events or injuries reported based on this event.